Event description:
It was reported that during a routine follow-up, the battery voltage had dropped dramatically. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the premature battery depletion and was due to low battery voltage. The battery was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause for the premature depletion.